Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that customer experiencing high blood glucose level 485 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had not experienced any symptom at the time of incident. The current blood glucose level of customer was 425 mg/dl. The auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.